Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio also observed the disarming message and the device was unable to charge for defibrillation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that abnormal energy was delivered from their device and it logged a critical event code and is not passing the self-test. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that abnormal energy was delivered from their device and it logged a critical event code and is not passing the self-test. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the reported issue and though the reported issue of 'device displays "abnormal energy delivery" message' was not verified or duplicated, 'defibrillation energy charge inoperative' was observed. Physio replaced the therapy pcb assembly. The device passed performance inspection procedure and was returned to the customer. The therapy pcb assembly was evaluated and physio observed the cause of the reported issue was an electrical short on diode, designator cr30, from legs 5 to 9.